Event description:
Reportedly, when interrogating an alizea pacemaker on (B)(6) 2023, a ddi test remained blocked as the button still indicated 'start' instead of 'stop'. The same behavior was observed a few days later. The programmer is under smartview 3.14 version.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of the provided expertise files confirmed the reported behavior, as an inappropriate session ending was observed during a sensing test on (B)(6) 2023. - in-depth analysis revealed that this software issue most probably resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. - the correction embedded in smartview 3.14 version prevented the occurrence of this issue several times. However, during the sensing test performed at 9:23, an exception occurred, and the mitigation was not applied correctly. - it should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test is interrupted.

Event description:
Reportedly, when interrogating an alizea pacemaker on (B)(6) 2023, a ddi test remained blocked as the button still indicated 'start' instead of 'stop'. The same behavior was observed a few days later. The programmer is under smartview 3.14 version.